Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving three shocks from their implantable cardioverter defibrillator. Interrogation of the device revealed that the patient was inappropriately shocked due to misinterpretation of signals resulting in failure to identify supraventricular tachycardia (svt). The patient was administered beta blockers as treatment. There were no patient consequences.